Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.

Event description:
The vent ran on battery with no warning indications until the battery was depleted. The patient was bagged and the vent removed from use. There was no patient injury reported.

Manufacturer narrative:
As initially reported, it was attributed to user error to create overload of the wall mains supply, which resulted in a blown fuse of wall supply. The subsequent behavior of the ventilator was investigated. The device logs and documentation of a complete device maintenance check have been requested from the customer. Unfortunately only the so called info log was made available. The info log shows that alarms have been posted when the fuse had blown "no ac input available." As reported, the device switched over to battery supply. About 40 min later the "low. Battery' alarm was posted and further four minutes later, the "battery depleted" alarm it was reported, that after stop of ventilation the buzzer alarm was given too. The device test document was no made available. But there exists no hint that the alarm functions of the device were restricted. Based on the given information, the device behaved as specified, continued ventilation on battery after stop of mains supply and shows the corresponding alarms in the log. The final power fail buzzer alarm was posted as well. Drager will reopen the investigation if relevant new information should be received for this complaint.